Event description:
It was reported that while the physician connected the lead to the extension during stage two of a deep brain stimulation (dbs) implant procedure, ¿one of the leads had kinked slightly¿ as the physician held up the lead. It was stated the lead kinked ¿due to the weight of the lead cap.¿ it was further stated that ¿the lead was not damaged and the impedance was normal.¿ it was noted the lead remained implanted at the time of report. It was further noted there was ¿no¿ patient injury as a result of the event and the patient had ¿recovered fully¿ at the time of report. Additional information stated the patient ¿was receiving the effective therapy¿ and that ¿there was never a problem with the therapy.¿ it was reported ¿the impedances were fine and there was no problem with the lead.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4)